Event description:
Customer called to report a leak from the wash tower of the unicel dxc 800 synchron system. Customer also stated that the system displayed a "cuvette not dry" error. Customer found a disconnected tube from the back side of the wash tower; customer cleaned he spill and reconnected the tubing, but the leak continued. The customer technical specialist (cts) then generated a service request. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and determined that the wash vacuum probe required replacement. The fse then removed and replaced the wash vacuum probe. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).